Event description:
The customer reported that the customer was hospitalized for stomach problems, unrelated to diabetes. The customer stated that the insulin pump alarmed motor error. While staying at the hospital her blood glucose dropped to 55mg/dl and she was treated with an insulin drip. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform the displacement test or verify e70 alarm in alarm history screen die to motor error alarm. Unit had cracked reservoir tube lip.